Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was observed that the right atrial lead could not be curved despite the use of different stylets. The lead was not used and replaced during the procedure. The patient was in a stable condition.